Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 28 x 2.25 promus premier drug-eluting stent was advanced but failed to cross lesion even after several attempts. The device was removed and it was noted that the edge of the device was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.